Manufacturer narrative:
Qn (B)(4). The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis c confirmed the dilator tip was deformed, and biomaterial was within the dilator. The appearance of the damage is consistent with undue force applied to the dilator tip during the insertion process. A device history record review was performed with no relevant findings. Based on the customer report, sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found that dilator split at end. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence. Patient fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found that dilator split at end. So md opend up the new kit to finish the procedure. There was no reported patiet harm or consequence. Patient fine post the procedure.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d4: unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found that dilator split at end. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence. Patient fine post the procedure.